Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01426. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device & delivery system was inserted into a watchman access system. After the first deployment, a pericardial effusion was noticed. As the device was too deep in the laa, the decision was made to partially recapture it and deploy it more proximal. The pericardial effusion was kept under control with the transesophageal echocardiogram (tee). The patient was hemodynamically stable, so no intervention was required. The patient is currently stable.